Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited a long false pause episode due to undersensing. The false pause episodes may be due to the device losing contact with the pocket. No intervention was reported. The undersensing will continue to be monitored.